Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the tip of the brush bristles was stained a very dark red color and silicate foreign material derived from medical solution came out of the suction channel could not be determined since it was unknown if there was no deviation from the instruction manual on reprocessing steps at the material residue point, and there was no physical damage at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, that after using the colonovideoscope, when brushing the universal cord, the tip of the brushes bristles were stained red. Repeated cleaning with different brushes did improve the stain. The name of the procedure is unknown, however, it is reported there was no dye used or significant bleeding to cause the red stain. The colonovideoscope was then cleaned in a washer and the stain was successfully able to be removed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to the patient identifier (B)(6).